Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient did not receive an alarm from the mobile device at 4am when her readings were low. The patient experienced loss of consciousness and was found on the ground by family at 7am. The family member administered glucagon injection and provided juice. During the episode, the patient could not recall the continuous glucose monitor reading but reported it was accurate. At the time of the call the same day, the patient felt fine. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.